Event description:
Manufacturer representative alleges patient had weakness in arms and legs immediatley following implant, became paralyzed from waist down as a result of hematoma. The device system was explanted and returned to the manufacturer for analysis.